Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative identified the ups charging module to be faulty. The module was replaced and subsequent testing found no further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the batteries of the s3 console did not switch on during setup. There was no patient involvement.

Manufacturer narrative:
The s3 ups charging module was requested and returned to livanova (B)(4) for detailed investigation. The reported issue could not be reproduced. The module worked according specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service.